Event description:
It was reported that the device doesn't provide readings.

Manufacturer narrative:
It was reported that when the patient tried to use the product, the screen would flash with inconsistent readings and then go blank. The patient was unable to get an accurate reading.there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.